Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 9/23/16 that a customer had an issue with a prefilled saline syringe. The customer stated that there is a foreign material on the tip of the syringe which is slightly embedded.